Event description:
The clinical engineering department does not correctly apply the aem guidelines to the maintenance of high risk medical equipment. This has likely resulted in unreported safety events on patients.